Manufacturer narrative:
The subject device was not returned for evaluation as it was discarded by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a cap-assisted removal of none bone food bolus using a non-olympus gastroscope and olympus disposable distal attachment, this distal attachment became lodged in the patient's esophagus. As reported, the physician completed two passes and successfully removed food bolus each time. During the third pass, the distal attachment fell off the distal end of the endoscope and became lodged in the esophagus. The physician removed the distal attachment from the patient's esophagus using a grasping forceps. The intended procedure was completed with the same set of equipment with a delay of fifteen minutes. The device was inspected before use. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The subject device was manufactured in september 2021, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the subject device was detached from the endoscope due to the following reason: d-206-05 was attached to a third-party endoscope (eg-760ct) that is not compatible with this product. However, the root cause of the detachment could not be specified. The event can be prevented by following the instructions for use which state: ·use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. Olympus will continue to monitor field performance for this device.